Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump touchscreen was working properly. Additionally, the wake button was intermittently delayed in responding to presses. The customer applied more force to the wake button to resolve the issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.